Event description:
During a benign prostatic hyperplasia (bph) procedure, the fiber was reported to "end fire" at 12, 747j and 2:47 minutes of use. The fiber tip was reported to be cleaned during the procedure. A second fiber was utilized to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Analysis of the returned device revealed that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation code of operational context will be assigned to this investigation.